Event description:
The pt experienced numbness and coldness in her lower extremities after a catheter dye study. The pt was admitted to the hospital. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.